Manufacturer narrative:
The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed.

Event description:
The event involved a primary plum set, 4 clave multiport connector that when the medication did not pass through the pump and the connected extension set was removed, the clave retained the silicone inside and exposed to the air. A drop of the drug even leaked from the set, however there was no medication spill. The event occurred during use with a patient, however there was no harm.